Event description:
It was reported via phone by customer's spouse that the customer's insulin pump is not working. The insulin pump alarmed failed battery. The customer's wife was advised to have customer call back to troubleshoot. The customers blood glucose was unknown.